Event description:
The customer reported to philips healthcare that nothing happened when he pushed the charge button on the paddle of the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.